Event description:
The customer contacted stryker to report that their device is showing all 3 icons on its readiness display. With all icons illuminated the device may be unable to remain powered on to deliver defibrillation therapy, if needed. There was no report of patient involvement in this event.

Manufacturer narrative:
Stryker informed the customer that the device has reached the end of its life and should be removed from service. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.